Manufacturer narrative:
Investigation: after analyzing the returned sample and discussing with our manufacturing technicians in charge of these product lines, bd has concluded that the broken flange was produced in the assembly station, in the stack of the barrel feeder. The incorrect alignment of the barrels in this process produced the ruptured of the flange. The flange was broken during the manufacturing process due to an incorrect alignment of the barrel in the barrel feeder of the assembly machine. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally.

Event description:
It was reported with the use of the bd¿ syringe with needle there was an issue with barrel broken. There was no report of injury or medical intervention.